Event description:
Customer called to report the pump had a broken component on the drive nut assembly. Also stated the driver block could come off of the lead screw. Customer said that the infusion line got snagged and customer is not sure if that pulled the lead screw out.